Event description:
The clinician reported that almost 2 months after the immediate dental implant was placed in ada site 23 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted the patient's inflammation, infection, pain, implant mobility, poor bone quality/quantity and bone loss. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.